Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Subsequently, the customer experienced diabetic ketoacidosis (dka) with blood glucose (bg) level in the 700s (mg/dl). The customer was transported by ambulance to the emergency room and admitted to the hospital. Customer was treated with insulin injections, intravenous insulin and a diabetic diet to resolve the issue. Customer was discharged (B)(6) 2019 with no permanent damage. Customer continued using the pump for insulin therapy.